Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:04 was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to the air in line board being out of calibration. The air in line printed circuit board was recalibrated to correct this condition. This issue has been escalated to CAPA.

Event description:
The facility reported a colleague infusion pump with a malfunction of failure code 810:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.